Event description:
Patient reporting, "large fluid collection/seroma. And the scar tissue had opened up". Pain and capsular contracture, baker grade IV. This relates to the right device. Device has been explant and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, wound dehiscence and capsular contracture, baker grade IV.

Event description:
Patient reporting "large fluid collection/seroma and the scar tissue had opened up" and capsular contracture, baker grade IV. This relates to the right device. Device has been explant and replaced.

Event description:
Patient reporting "large fluid collection/seroma and the scar tissue had opened up" and capsular contracture, baker grade IV. This relates to the right device. Device has been explant and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Previous mw submission noted capsular contracture grade unknown. Upon further review, allergan has determined that capsular contracture grade unknown is not reported for this previous device. It was reported for the current device already reported in mrn# 9617229-2023-10756.

Manufacturer narrative:
Previous mw submission noted capsular contracture grade unknown. Upon further review, allergan has determined that capsular contracture grade unknown is not reported for this previous device. It was reported for the current device already reported in mrn# 9617229-2023-10756. Additional, changed, and/or corrected data: b.5.